Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 keeps failing and was not recoverable. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) identified something was spilled all down in the back of the station and cleaned it. Fse also identified that the drawer 7 failed to open due to magnet fell off and replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.